Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, serial: (B)(6), UDI: (B)(4), batch: a000054227.

Event description:
It was reported that following recent weight loss, the patient experienced pain at the ipg site. Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Additionally, there were high impedances on one of the leads. Investigation was unable to identify which lead. Further surgical intervention may be taken place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.